Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2010 and installed a new waste line and the issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that their waste line was broken and leaking waste. No injury was reported.